Event description:
The nurse later reported on (B)(6) 2013 that she "doesn't think they are overly concerned with the programmed parameters as there are a couple of other individuals who do the programming) and she suspects that when somebody else was doing the programming, they inadvertently programmed the settings and forgot to document it or did not realize they had changed them so when they went back to interrogate, the nurse did not realize the changes had been made. It looks like they were made somewhere close to a year ago. The patient has been doing well. There are no real problems with the settings that were found. She reports that it was "nothing too alarming". The reporting nurse performs the majority of the patient's programming. The company representative copied the handheld flashcards and mailed them back to return to the manufacturer, but the programming history has not been reviewed by the manufacturer to date.

Event description:
Clinic notes dated (B)(6) 2013 reported that the vns programming frequency and pulse width appeared to be at unintended settings per the nurse practitioner but the reason is unclear. "Patient's vns was interrogated - the frequency noted in chart at last visit showed 20 hz and pulse width 250usec. Mom denies having had vns programmed during hospital admissions or by another neurologist. " attempts for a copy of the nurse's flashcard are underway, but updated programming history has not been reviewed to date. The last known programming settings in the in-house manufacturer's database are the same settings as the "review of previously programmed parameters" that were provided in the clinic notes.

Manufacturer narrative:
Age at time of event, corrected data: with the new information, the patient's age at the time of event was inadvertently reported incorrectly on the initial report. Date of event, corrected data: with the new information, the date of event was inadvertently reported incorrectly on the initial report.

Event description:
The last known programming settings in the in-house manufacturer's database are the same settings as the "review of previously programmed parameters" that were provided in the clinic notes. Based on the sequence of events outlined in the vns programing history database, it appears that the device was programmed to 30hz/500usec since being programmed to those settings on (B)(6) 2011 with the same programming system. Therefore, it appears that no device malfunction occurred and the device was intentionally programmed to these settings. The settings mentioned in the notes dated (B)(6) 2013 were intentionally programmed on (B)(6) 2011, and the frequency and pulse width were intentionally changed from 20hz/250usec on (B)(6) 2011.

Manufacturer narrative:
Review of manufacturing records. Review of manufacturing records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report #1 inadvertently changed the age incorrectly as the event date should remain as (B)(6). Date of event, corrected data: the supplemental report #1 inadvertently changed the event date incorrectly, and the event has now been confirmed invalid. The settings found on (B)(6) 2013 were intentionally programmed in 2011. Review of programming history.